Event description:
A customer reported alarm 01, which was attributed to an air leak in the cartridge due to confirmed cracks on the cartridge. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service educated the caller on possible causes related to the weakening of plastics from oils and lotions, and instructed them to load a new cartridge. The customer successfully loaded the new cartridge and resumed insulin delivery without further issues.